Manufacturer narrative:
Mfg date: 11/2015. Height: 62 inches. Based on the available information, this event is deemed to be a serious injury. No sample was returned for evaluation. A detailed batch review was performed and the device was made according to specification and no discrepancies, including non-conformances/deviations were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non - conformance is applicable to this complaint and is closed. No further actions are required. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports three open raw areas under the mass and above the stoma. The end user stated that she frequently changes her wafers, due to skin breakdown from leakage of stool. She went on to state that she changes her wafer daily due to skin irritation. She saw a dermatologist and was given a prescription for nystatin powder to apply to the open areas.